Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient lost stimulation from the scs system and the pain increased. Upon system interrogation the measurement of the impedance was high/invalid on all of the lead contacts. The lead was explanted and a new lead was successfully implanted without any complications. Effective stimulation therapy was restored postoperatively.